Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received engaged with the subject reload articulated 15 degrees to the right. The instrument firing knobs were fully advanced leaving the reload jaws in the clamped position. The instrument articulation lever was set to the neutral position and the firing knobs were retracted fully, allowing for release of reload jaws. The reload was unloaded without difficulty. Further functional testing of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The firing knobs were not fully retracted after firing the device. Please be sure to fully retract the instrument firing knobs to the home position to allow for release of the reload jaws. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively in a sigmoid colon resection, after using 8 loads, the device failed to open. They used a new device to complete the case and resolve the issue. No injury reported.